Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient triggered bipolar lead failure through home monitoring but reason for failure is unknown. Patient has in range impedance measurements in unipolar. Device remains implanted.